Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37603, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. The patient reported that following the revision procedure therapy felt good for a couple of weeks, and then gradually wasn't working as well. The patient reported that it was not feeling that great and not ¿feeling right.¿ the patient also reported that she was still taking medications. The patient reported that she had been reprogrammed with a physician¿s assistant in the doctor¿s office and couldn't seem to get therapy regulated.